Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that the controller generated controller fault alarm several times since (B)(6) 2016. The patient visited the hospital due to the alarm issue on (B)(6) 2016. The logfile shows 14 controller fault alarms have been logged since (B)(6) 2016 on (B)(4). Vad stop event marked on the logfile during controller exchange on (B)(6) 2016 at 10:32:12. The surgeon and the perfusionist exchanged the patient controllers. Afterward, controller (B)(4) is applied to patient as primary controller on (B)(6) 2016. Patient was discharged on the same day (B)(6) 2016 and there is no effect on the patient. Controller was exchanged. No further information is provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed 14 controller fault alarms commencing on the reported event date and continuing through the following day. These alarms occurred with error codes indicating sys_uic_aps_failure, which occur due to a leaky diode on the automatic power switch (aps) circuit. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The most likely root cause of the reported event can be attributed to a leaky diode on the automatic power switch of the controller. The manufacturer has opened an internal investigation to evaluate a leaky diode on the automatic power switch of the controller. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.